Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer's mother reported her son's blood glucose was reading at 350 mg/dl and that the cannula was kinked.